Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and two mesh products were implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013. It was reported that she experienced back pain, groin pain, stomach pain, pain in vagina, vaginal thrush, urinary tract infections, severe and painful bowel movements and sleep disturbance. It was reported that the patient previously underwent gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.